Event description:
The filter was placed, march 22, 1998, in an infra-renal position in a pt throwing large clots. Pt had prostrate surgery and was released from hosp. Approx. One week later, the pt expired. An autopsy revealed filter had migrated to suprarenal position with a massive clot in filter.

Manufacturer narrative:
The ufr sent a medwatch report to co after co's initial report.